Event description:
It was reported that the patient underwent a revision surgery due to pain. Upon revision, it was found that there was loosening of the construct and implants. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional items involved in event: part no., lot no., mfg. Date: 6596, 077980, 10/03/2007; 6005, 077620, 10/04/2007; 6597, 672850, 06/27/2007; 6113mp, 219930, 06/20/2007; 6111m, 779810, unk. Per the instructions for use, "possible adverse effects include but are not limited to": "bending, loosening or fracture of the implants or instruments", "loss of fixation", "nonunion or delayed union", "pain or discomfort", "reoperation..."